Event description:
The complainant reported (via written publication) a 50 year old patient presenting with acute myocardial infarction and cardiogenic shock for impella support. The patient endured aortic valve damage during impella support with no intervention performed. Approximately one year later, the patient was re-admitted to the hospital due to exacerbation of chronic heart failure triggered by bacterial pneumonia. Imagery found aortic regurgitation, mitral regurgitation, and transesophageal atrial pacing. The physician attributed the likely cause to be use of the impella device from the previous year, and as such, surgery was required to replace the valve.

Manufacturer narrative:
The investigation into reported heart valve damage has been completed. The cause of the heart valve damage was not determined since there are insufficient clinical details. The relation to impella is also unknown due to insufficient clinical details. Follow-up with the physician determined the patient received an aortic valve replacement and was doing well. The physician reported since it was a long-term detention, the impella cp touched the valve cusp inevitably. The physician did not know if the impella cp somehow pressed the right coronary cusp or if it deviated due to long-term touch. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), portable c-arm fluoroscopy, or chest x-ray can help confirm the position of the impella catheter after placement, these methods do not allow visualization of the entire catheter assembly and are inadequate for reliably placing the impella catheter across the aortic valve¿ ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿